Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection service repair noted the following findings: b31 (scope communication error) occurs due to damage to the imaging unit. No image occurs. B31 (scope communication error) occurs due to damage to the video connector board. Furthermore, the following findings were noted on the device during inspection: there are curved rubber scratches caused by external factors. The curved rubber adhesive is missing. Scratches are found on the video connector due to external factors. Scratches are found on the operation part due to external factors. Scratches are found on the grip due to external factors. There are scratches on the angle lever due to external factors. There are scratches on the rl lever due to external factors. Scratches are found on the ud plate due to external factors. Scratches are found on the rl plate due to external factors. Scratches are found on sw1 due to external factors. Scratches are found on the lg connector due to external factors. Scratches on the lg cover glass surface due to external factors are observed. Scratches are found on the video connector case due to external factors. The video connector case is cracked due to external factors. Scratches are found on the operation part due to external factors. There are scratches on the ud angle fixing lever (sp) due to external factors. Evaluation finding's found an error b31 scope communication error due to damage, breakage of the electronic board (imaging unit) and damage to the video connector board causing no image. The customer reported issue could be confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of defective connection, improper image. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found an error b31 (scope communication error) due to damage in imaging unit and video connector. This report is being submitted for error b31 (scope communication error) found during device evaluation.

Manufacturer narrative:
Correction: d5 - healthcare professional should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.